Event description:
The following has been reported: was there any injury/adverse reaction? No. Was medical intervention required? No. Did the issue stop an active infusion? Yes. Did the issue result in an over/under infusion? No. Process step where problem occurred? During infusion. Rn got drug out of plastic bag from pharmacy. She put it in the pump and noticed that it was leaking from cartridge. She double checked the transport bag from pharmacy, and it appeared dry. A preliminary review of the logs identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.